Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300s mg/dl) and manual insulin injections were administered. Customer alleged basal insulin was not being delivered; however, boluses via the pump could be delivered. There were no alarms observed in the pump history that would suspend insulin. Customer reverted to using another pump for insulin delivery.